Manufacturer narrative:
The problem was due to a component failure (broken diode). We are unaware about patient injury. Device evaluated by distributor.

Event description:
The laser system has the following problem: "no laser output even if the main voltage supply was working". No adverse effects to patient were reported.